Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) communicated with the customer and confirmed that the system would not cine. The rse analyzed that the cause of the issue was malfunction with the image processing pc (ippc) and drives which were not downloading the software. To resolve the reported issue the third-party engineer, replaced the ippc, operating system (os), and image drives. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.

Event description:
It was reported to philips that the device was unable to produce cine during fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.